Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of procedural pain ("pain from surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of procedural pain ("pain from surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.